Manufacturer narrative:
It was reported that the patient underwent mesh excision due to mesh erosion and dyspareunia.

Manufacturer narrative:
It was reported that following the procedure the patient experienced pain and erosion of her internal bodily tissue. A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/05/2019.